Manufacturer narrative:
Evaluation summary: the device is regarded to be a concomitant product ¿ it did not contribute to the event.

Event description:
It was reported that during ankle arthrodesis misdrilling occurred at the tibia shaft. It was difficult to swing and fix the target device. At the end it was observed that the calcaneus screw was out of place. A proper locking was impossible. There was a delay of approx 1 hour.

Event description:
It was reported that during ankle arthrodesis misdrilling occurred at the tibia shaft. It was difficult to swing and fix the target device. At the end it was observed that the calcaneus screw was out of place. A proper locking was impossible. There was a delay of approx 1 hour.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.